Manufacturer narrative:
H11: ten devices were received for evaluation. A visual inspection was performed which revealed six (6) samples had embedded particles inside the fluid path. The size of the particles were within the acceptable range per specifications. The reported condition was verified on the six (6) samples, however, only particulate matter (pm) that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm were it to recur. No particles were identified in the other four (4) samples. Therefore, the reported condition was not verified on four (4) samples. A visual inspection was performed to twelve (12) retention samples of the same lot number with no issues found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black spots observed inside the transparent window of ten (10) homechoice cassettes. This was observed during inspection of the product before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.